Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: there were three occlusion alarms observed in the pumps black box on (B)(6) 2014. The force reading was high at the time of the occlusion warnings. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring.